Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a cable provided inaccurate measurements when compared to a new cable. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported a cable provided inaccurate measurements when compared to a new cable. No consequences or impact to patient were reported.